Event description:
I used renu with moistureloc contact lens saline solution from 2005 through 2006. I was given eye solution for infection. My vision is depleting fast. Only eye surgery will save me from going blind. I still have this remaining bottle that have caused my going blind. Please, bausch and lomb should not be able to help people go blind. I hope by next year, I can still write.